Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered the bolus menu and accidentally delivered a bolus for 77 grams of carbohydrates. Reportedly, the customer suspended the bolus but the insulin on board (iob) displayed 1.76 units. At the time of the event, the customer's blood glucose level was 120 mg/dl. The contact declined further follow-up from tandem technical support on the reported event.